Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the hv cable. The system operates as intended.

Event description:
It was reported that the 9800 system had frequent arching during a case, had a popping sound coming from the tube, and after copying the images from the image directory onto a floppy disk displayed an "import failed" message on the pc. No patient injury way reported.